Event description:
Ganglion cyst (left foot) [synovial cyst], cellulitis (left foot) [cellulitis]. Spontaneous report was received on (B)(4) 2013 (additional information received on (B)(6) 2013) from a physician regarding a (B)(6) female patient, initials unknown, with osteoarthritis of left knee. The patient's medical history was significant for previous use of synvisc one. On an unspecified date, the patient initiated treatment with synvisc one (hylan gf-20) injection, route and dosage regimen not provided, in left knee. The lot number of synvisc one was not provided. On an unspecified date, the patient developed a painful fluid filled lump in her subcutaneous tissue on the left foot. Surgery was performed and it was diagnosed as a ganglion cyst. Surgical site dehiscence occurred which later resulted in cellulitis. On an unspecified date in (B)(6) 2013 (three months ago), the patient received the third synvisc one injection. On (B)(6) 2013, the physician aspirated fluid from the cyst to check for traces of synvisc one in it but the result obtained was negative. It was reported that the patient was currently hospitalized responding to intravenous antibiotics. The action taken with synvisc one treatment was not provided. The outcome for both the events was not provided. Concommitant medications were not provided. The intensity for both the events was not provided. The casual relationship between synvisc one and both the events was not provided by the reporting physician.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(6) 2013. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Manufacturer's comment: as only limited information has been obtained so far, it is difficult to assess a cause and effect relationship.